Manufacturer narrative:
B2. The date of death was not provided for any of the reported deaths. B3. Event date was estimated based on the earliest procedure date noted in the literature article. D6a. Implant date was estimated based on the earliest procedure date noted in the literature article. H6. E2401 was used, as the cause of death was not reported in any case. Details of the event, including product information, were not provided to bsc. Because the product lot is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other specific product information. If additional details become available, a supplemental report will be submitted. Kedwai, b. J., esper, b., lyons, d. C., & stoner, m. C. (2025). Local anesthesia and enhanced recovery after transcarotid artery revascularization. Annals of vascular surgery, 113, 363-369. Https://doi.org/10.1016/j.avsg.2024.08.012.

Event description:
It was reported via literature that some patients who underwent a transcarotid artery revascularization (tcar) procedure experienced death. This study was a retrospective data review of 321 patients between 2015 through 2024 who underwent tcar. The data was analyzed as the postoperative (timeline not defined) outcomes by anesthesia type. The perioperative all-cause mortality identified for patients that underwent general anesthesia was about 2%. The perioperative all-cause mortality identified for patients that underwent local anesthesia was about 1%. No further information was provided to boston scientific.

Manufacturer narrative:
Updated fields: h6 - evaluation method codes; evaluation conclusion codes. B2. The date of death was not provided for any of the reported deaths. B3. Event date was estimated based on the earliest procedure date noted in the literature article. D6a. Implant date was estimated based on the earliest procedure date noted in the literature article. H6. E2401 was used, as the cause of death was not reported in any case. Details of the event, including product information, were not provided to bsc. Because the product lot is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other specific product information. If additional details become available, a supplemental report will be submitted. Kedwai, b. J., esper, b., lyons, d. C., & stoner, m. C. (2025). Local anesthesia and enhanced recovery after transcarotid artery revascularization. Annals of vascular surgery, 113, 363-369. Https://doi.org/10.1016/j.avsg.2024.08.012.

Event description:
It was reported via literature that some patients who underwent a transcarotid artery revascularization (tcar) procedure experienced death. This study was a retrospective data review of 321 patients between 2015 through 2024 who underwent tcar. The data was analyzed as the postoperative (timeline not defined) outcomes by anesthesia type. The perioperative all-cause mortality identified for patients that underwent general anesthesia was about 2%. The perioperative all-cause mortality identified for patients that underwent local anesthesia was about 1%. No further information was provided to boston scientific.